Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh' therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the review of medical records, the patient underwent ventral incisional hernia repair in 2004 using a non-bard product. On (B)(6) 2004, the patient underwent laparoscopic ventral hernia repair using composix kugel. The surgeon noted the fascia in the region was stretching and tearing causing inflammation and discomfort. Approximately five years later, the patient was admitted for constipation and a partial small bowel obstruction. The patient then underwent a total abdominal colectomy with ileo-distal sigmoid anastomosis. It was noted that there was a potential hernia on top of the bowel. A mesenteric defect of a small bowel was repaired. The patient was discharged on (B)(6) 2009. On (B)(6) 2010, the patient was readmitted to the hospital for a small bowel obstruction. The patient was experiencing pain and vomiting. The medical records noted that there was concern of an infected mesh as well as gastroenteritis. The patient progressed well and was discharged on (B)(6) 2010. Approximately six days later, the patient was admitted to the emergency room for a small bowel content drainage from abdominal wound. The patient underwent a small bowel resection x2 for repair of enterocutaneous fistula and removal of the composix kugel mesh. It was noted two loops of bowel were caught up in the mesh and the mesh had been opened to allow a previous operative procedure. Based on the information provided, it is unknown whether the device may have caused or contributed to the adverse event. Although there is no indication the mesh was the cause, it should be noted that recurrence, adhesions and infection are known adverse events that are listed in the IFU. Furthermore, the warning section of the IFU states "in an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No conclusion can be drawn at this time.

Event description:
Based on the review of medical records provided by patient's attorney: on (B)(6) 2004 - patient underwent ventral incisional herniorrhaphy. On (B)(6) 2004 - patient underwent exploratory laparoscopy with laparoscopic ventral herniorrhaphy with composix kugel. The fascia in the region was stretching and tearing causing inflammation. On (B)(6) 2009 - patient was admitted to hospital for constipation and partial small bowel obstruction. Patient underwent laparoscopy assisted total abdominal colectomy with ileo-distal sigmoid anastomosis. Small mesenteric defect beneath the small bowel mesentery. Patient was discharged on (B)(6) 2009. On (B)(6) 2009 - exploratory laparotomy and flexible sigmoidoscopy. On (B)(6) 2010 - patient was admitted to the hospital for small bowel obstruction, ileus, pain nausea/vomiting. Patient progressed well and discharged on (B)(6) 2010. On (B)(6) 2010 - patient was admitted to hospital for small bowel content drainage from abdominal wound. Composix kugel infected mesh was explanted. Small bowel resection x2 for repair of enterocutaneous fistula. Dense adhesions were identified.